Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for about a month they have noticed that their therapy is not taking care of their pain. Patient stated they have tried making adjustments on their own to their therapy settings but this has not resolved. Patient stated it just won't stimulate or work. Agent reviewed role of rep and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.